Event description:
Left side capsular contracture baker grade 3.

Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 6.4g over specification.